Event description:
It was reported that 2 packs of the cement hardened when the surgeon was inserting the cement into the femoral canal. There was no adverse consequences. The cement was stored in the refrigerator before use. The cement was taken out 1 min before use. The cement was stored in 23 c temp before storing in the refrigerator for 1 month. The revolution was stored in 23 c temp for 1 month. The cement was mixed for 1 min. The surgeon used spare cement and revolution. The temp of op room was 24c. All the monomer and polymer were used. Antibiotic was not used. Any material such as blood, saline water and soft tissue which effected setting time were not mixed during mixing cement. Antibiotic (gentamicin) was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional becomes available, the evaluation summary will be submitted in a supplemental report.